Event description:
It was reported that the patient stated to be experiencing dissatisfaction and mechanical issues with an inflatable penile prosthesis (ipp) due to the pump being hard which made him only be able to pump it up every now and then. The patient added that the dissatisfaction was rooted on the loss of length. After being contacted by patient liaison it was also reported that the patient was experiencing pain when the ipp inflated, and there were no signs of infection. Posteriorly, the patient was given manipulation, and reboot instructions and was expected to try them out over the weekend. Patient liaison further reported that they would notify if further follow up was needed. No more information available at the moment. Should additional information become available, it will be provided.